Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetes ketoacidosis and low blood pressure on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer's other blood glucose was 596 mg/dl, 170 mg/dl, 232 mg/dl, 720 mg/dl. The customer was treated by fluids through intravenous, insulin drip, manual injections. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Customer also states that insulin pump had no delivery alarm. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.